Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant malpositioning, placing the implant too deep. Both adjusted implants are the same model and lot number.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain following the initial procedure. The surgeon determined via CT scans that the second and third implants may have been impinging on the nerve root. In (B)(6)2018, the surgeon performed a revision procedure where he backed up, but did not remove, the second and third implants a few millimeters each in an attempt to relieve the nerve impingement. No implants were removed. The status of the patient following the revision procedure is not known.